Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was depleting quickly and it was likely due to the electrocautery used on the previous revision. Database analysis revealed signs of premature battery depletion that began immediately after the reported lead revision procedure. The history counters showed a reset value within a normal range. The impedance measurements were observed and revealed one contact in port c with a high impedance reading. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4).

Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the ipg passed all tests performed. The complaint was not verified. The daily battery depletion without any stimulation was with the expected range. In low power idle mode without any stimulation, the ipg consumed was within the requirement. The device exhibited normal characteristics.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was depleting quickly and it was likely due to the electrocautery used on the previous revision. Database analysis revealed signs of premature battery depletion that began immediately after the reported lead revision procedure. The history counters showed a reset value within a normal range. The impedance measurements were observed and revealed one contact in port c with a high impedance reading. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).